Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The husband reported via phone call that the insulin pump was alarming motor error. The caller also reported the customer was currently in the hospital, but not due to issues related to the insulin pump. The caller also reported the insulin pump was leaking insulin due to the motor error alarm. The customer's blood glucose was unknown. The caller declined to return the insulin pump for analysis.